Event description:
It was reported that patient had left hip replaced in 2002 . There was no op or post-op report of this case available. Surgeon followed up on the patient's hip replacement because of a small mass that was evident during an ultrasound adjacent to the medial wall of the acetabulum. It was deceived that the ultamet metal liner and metal head articulation could be generating metal debris that could be causing lysis around the acetabular cup. The metal liner, the femoral hip ball was explanted and replaced with a polyethylene liner and a new hip ball. The srom femoral stem, srom sleeve, and pinnacle acetabular cup were left in situ. The lot and catalogue numbers for the implants left in situ and explanted did not have legible numbers to record. There was no surgical delay. Doi: 2002, dor: (B)(6) 2022, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.